Event description:
It was reported that the patient experienced diaphragmatic stimulation when lying on their left side, and occasionally when standing. The left ventricular (lv) lead was reprogrammed. The lv lead remains in use. This patient is a participant in a product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).